Event description:
Pt underwent an enterectomy for an ileus in 2002. Two sheets of seprafilm were applied under the midline incision. 5 days later an abscess had developed under the midline incision. Five days later, mild wound infection and wound opening were noted at the incision. The abscess and wound infection have not resolved as of eleven days later. The treating physician assessed the events as definitely related to the use of seprafilm. Further info has been requested.